Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump had gotten wet. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. There was no impact to the customer's blood glucose levels. Reportedly, the customer has long acting insulin available as alternate insulin therapy.